Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set issue with adhesive patch and cannula housing detached from spring prior to insertion during needle guard removal event on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.